Event description:
It was reported to boston scientific corp that a radial jaw 3 hot biopsy forceps were used during a biopsy procedure performed on (B)(6), 2009 (pt age unk, however, it was confirmed that the pt was over 18 years). According to the complainant, during introduction of the device into the scope, the clevis was found to be bent. The device would not pass completely through the scope and then was removed without pt contact. The procedure was completed with another radial jaw hot single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).